Event description:
Allegedly the insert was loose.

Event description:
Allegedly, the insert was loose.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. No additional user facility or patient information has been provided. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.product not returned. Complaint history reviewed. Device history record reviewed.evidence that product in spec when used. Use of device could not be determined.